Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There is no damage or abnormality on the patient line connector and cap. The cap is able to be capped properly onto the patient line connector, no looseness of cap was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice low recirculation set had "the patient end tube will hook the finger and become loose when connected" (loose cap). This was observed before use of the device for continuous ambulatory peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.